Manufacturer narrative:
Citation: ahmed m, ahsan a, shafiq a, et al. Meta-analysis of longitudinal comparison of transcatheter versus surgical aortic valve replacement in patients at low to intermediate surgical risk. Int j surg. 2024;110(12):8097-8106. Published 2024 dec 1. Doi:10.1097 /js9.0000000000002158 earliest date of publication used for date of event the following medtronic tavr brands were named in the article: corevalve, evolut r, and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of transcatheter (tavr) versus surgical aortic valve replacement (savr) in low to intermediate surgical risk patients. A total of 17 published articles were included in the analysis and had a pooled study population of 9,092 patients (tavr = 4,621, savr = 4,471). Various valve types were used for tavr, encompassing several medtronic and non-medtronic brands. The savr devices were not identified. The authors evaluated the following adverse outcomes: major bleeding, major vascular complications, myocardial infarction, cardiogenic shock, acute kidney injury, stroke, transient ischemic attack, valve endocarditis, valve thrombosis, permanent pacemaker implantation, new or worsening atrial fibrillation, new left bundle branch block, coronary obstruction, aortic valve reintervention, hospitalization, and deaths (all-cause and cardiac). However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.